Manufacturer narrative:
The customer reported that the central nurse's station (cns) gave a "main unit fan" error. The customer is sending the unit in for repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) gave a "main unit fan" error.